Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the procedure was laser assisted cataract surgery with laser. The customer reported that during the surgery the patient experienced an anterior capsular tear. The intraocular lens (iol) was implanted without complications. There was no patient harm reported. Additional information was requested with none received to date. The importance of an intact capsulorhexis for safe phacoemulsification is well recognized. In fact, irregular edges are known to promote radial tearing. Prior to the innovation of the continuous curvilinear capsulorhexis, it was widely known that extensions of tears most often occur in v-shaped notches (or peaks as noted in the report description) of the anterior capsule rim. The determinant of the direction of tearing is the sum of the vector forces of the surgeon¿s hand during the capsulorhexis and the tension applied by the zonular fibers. Published data suggests that patients with dense cataracts may be at greater risk of capsular rupture due to the additional forces created within the bag during surgery. It is noted that the strength of the capsule in laser assisted procedures are as good as or greater than a manual capsulorhexis and the smoothness of the capsulotomy edge is similar to manually created openings. The elasticity of the capsule is known to increase the incidence of anterior capsule tears as well as size of continuous curvilinear capsulorhexis. An opening that is too small is more conducive to striking the edge of the capsulorhexis with the phaco tip or secondary instruments. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 10, 2014. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure a patient experienced an anterior capsular tear. The intraocular lens was implanted without complications. Additional information has been requested.